Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented to operating room for device change out due to normal eri, externalized conductors and a variation in hv lead impedance were observed. The lead was capped and replaced. Patient will be monitored.